Manufacturer narrative:
Date received by manufacturer: 18may2019. Report date: 24sep2019. The biomedical engineer replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted technical support (ts) stating that unit had touch screen failure and would not calibrate. The customer reported there was no patient involvement. Event date not specified: estimate used.